Event description:
It was reported that prior to a surgical procedure at the user facility, the console encountered an irrigation issue. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that prior to a surgical procedure at the user facility, the console encountered an irrigation issue. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.